Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set leakage event on (B)(6) 2024. The blood glucose level was 400 mg/dl. No additional information available.